Manufacturer narrative:
(B)(4).

Event description:
It was reported that high rv threshold was observed. Externalized conductor was also noted during a device change out. No further information is available.